Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter membrane came off and blood leaked out. The following information was provided by the initial reporter: "flushing the orange pvk into chimney/port with nacl. The membrane comes off and blood comes out of the chimney. Inspect the pvk and sees that the membrane has reversed but not entered the vessel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter membrane came off and blood leaked out. The following information was provided by the initial reporter: "flushing the orange pvk into chimney/port with nacl. The membrane comes off and blood comes out of the chimney. Inspect the pvk and sees that the membrane has reversed but not entered the vessel".